Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(6). Exemption number: e2014031. The received device had the cannula assembly deployed. Inspection of the device found score marks on the underside of the top housing, indicating interference between the linkage assembly and top housing. This interference, caused by a linkage assembly misalignment, resulted a failure of the needle mechanism to retract the needle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract back into the pod. The pod was worn between 24 and 36 hours.